Event description:
The customer reported receiving hydrogen peroxide contact after finding moisture on the outside of a package after a completed cycle. The customer was not wearing gloves. The customer reported burning and skin discoloration on his left middle finger. The customer stated that he did not see a doctor or require treatment. The asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Skin contact, labeled. The fse replaced the pressure transducer and competed an empty cycle and found the unit performing to manufacturer specifications.